Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A patient reported after having intraocular lens (iol) implant she could not see clearly and suffered from debilitating headaches. Patient indicated she saw blobs of light, grey on text, and could barely read road signs, and suffered from headlight glare. The patient reported being unable to read books or the computer, being overwhelmed with lights, reflections, and shadows from all directions. Additional information was received reporting the patient's symptoms consistent with optical aberrations for multifocal apodized lens. The lens was exchanged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The sample was not returned for an evaluation. A failure to follow the directions for use (dfu) was also noted. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).